Event description:
Caregiver reported that the knee pad on a (B)(4) stand-up lift is not where it should be in regards to the end user. Stated that there is no adjustability to accommodate the user, when he begins to lift the user her foot slips on the footplate and her legs hit on the mast causing bruising to her calf area. Page 12 of the owners manual states a warning and the instructions on adjusting the knee pad to the desired height.